Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The internal tubing was rearranged to clear the restriction. (B)(4).

Event description:
The hospital reported that suction was not operating as expected. There was no report of patient involvement.